Manufacturer narrative:
New information: this is a follow up to report the information provided indicated the consumer experienced the string pulled out of some of the tampons upon removal. She manually removed the tampons and experienced irritation, soreness, unusual discharge and caused her distress. She did not seek medical attention. She stopped using the tampons and her symptoms resolved. In addition, this follow up is to report a change in brand from u by kotex unknown tampons to u by kotex sleek regular tampons. Report type: follow-up 1.

Event description:
This is a follow-up to report the information provided indicated the consumer experienced the string pulled out of some of the tampons upon removal. She manually removed the tampons and experienced irritation, soreness, unusual discharge and caused her distress. She did not seek medical attention. She stopped using the tampons and her symptoms resolved. In addition, this follow up is to report a change in brand from u by kotex unknown tampons to u by kotex sleek regular tampons.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Kimberly-clark was initially alerted on april 2 however we received sufficient information to enable processing of the event on april 30. K-c has reached out to the reporter to request further consumer information including product information and situation details.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and tampon pieces remained inside the consumer's body.